Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Reportedly, the customer would load 300 units of insulin in the cartridge and the fill estimate would remain static at 50 units. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was 119 mg/dl.